Event description:
It was reported that 1 bd pen ndl 31ga 5mm was unable to deliver insulin or medication and the cannula broke off. The following information was provided by the initial reporter : the customer reported that drug did not come out and when the patient brought the product in the needle npe was found to be bent.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-10 h6: investigation summary one open 31g x 5mm pen needle sample and two photos were returned from an unknown lot. No, cat. No.320129. Visual examination was carried out on the returned sample and photos and a broken non patient end cannula was observed. Due to the condition the sample was returned no clog testing could be carried out. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter phone# : unknown. Initial reporter state : unknown, reported through (B)(6). Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd pen ndl 31ga 5mm was unable to deliver insulin or medication and the cannula broke off. The following information was provided by the initial reporter : the customer reported that drug did not come out and when the patient brought the product in the needle npe was found to be bent.